Event description:
The customer reported that there was no alarm for an asystole event generated by the central station for a patient. The device was in use monitoring a patient at the time of the reported event. The patient passed away.

Manufacturer narrative:
Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips senior field service engineer (fse) went to the customer site and reviewed the logs from the device. The senior fse also determined that the device alarmed as intended. The alarms were recorded in the audit log. The senior fse states that the alarm was detected by the system but was not heard or registered by the user. The senior fse confirms that the office was unoccupied at the time of the event. Results of functional and technical testing indicate that the alarm worked as intended. The device was confirmed to be operating per specifications and no failure was identified.